Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power connector was tightened and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system has a stator not on error message and shut down. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.